Event description:
The hcp reported the device was explanted due to infection. No specific patient symptoms were reported. The drug used in the pump is compounded baclofen. Add'l info has been requested from the hcp but was not available on the date of this report.

Manufacturer narrative:
Preliminary device analysis was not available of the date of this report. A follow up report wil be sent when device analysis is complete.